Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested for getinge to evaluate the cardiosave intra-aortic balloon pump (iabp) unit involved in this reported event. Based on the information available at this time, the on-site disassembly test showed that the fan was running normally. The test was conducted at 130 bpm for about 1 hour, and the temperature rose from 19 degrees to 40.1 degrees. It was initially judged that the motor may be slightly aging. The current function test is normal. , the motor needs to be replaced for the customer's use. If the battery storage time does not reach the 60 minutes recommended in the manual, it is recommended to replace 2 batteries. The safety disk and tidal volume disk have reached the recommended replacement time in the manual and are recommended to be replaced. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit's system overheated. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
*The aware date reported in the initial report was submitted incorrectly. The aware date should read: 05/03/2022. This customer is serviced by distributor. All tests and recommendations on initial report were done by distributor.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit's system overheated.